Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial bipolar impedance varying and high greater than 1200 ohms starting (B)(6) 2016. Unipolar impedance stable and within normal limits. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Concomitant medical products: 419478 lead, implanted: (B)(6) 2009; 5076-58 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) exhibited rising and high thresholds, high impedances, and a ring fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.